Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. Microscopic and tactile inspection found no irregularities or defects in the shaft/hypotube. Microscopic examination revealed a partial separation at the collar/proximal shaft location. The inner diameter (ID) of the guidezilla was measured at the distal tip and was within specifications. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic and tactile examination found no irregularities or defects in the ptfe. Functional testing was completed using a promus element plus. While the promus could advance through the guidezilla, there was difficulty advancing through the collar area. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 22mar2016. It was reported that shaft kink and failure to advance another device through guide extension catheter occurred. The target lesion was located from the left main trunk (lmt) to the circumflex artery. A 145, 5-in-6 guidezilla¿ guide extension catheter was selected for use. During procedure, the guidezilla¿ was able to advance to the target lesion; however, it was noticed that other device could not pass through the guidezilla¿ guide extension catheter. The physician removed and checked the guidezilla¿ guide extension catheter and was found to be kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status is good. However, returned device analysis revealed a partial separation at the collar/proximal shaft of the guidezilla¿ guide extension catheter.